Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? Na. Will all pieces be returned with the device? No. If no, were they discarded? Yes.

Event description:
It was reported that during an open gastrectomy procedure, the firing knob broke during the firing. Another device was used to complete firing. There were no adverse consequences for the patient.